Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. They identified that tubing was crimped at one of the transducers, causing the reported issue. The issue was repaired and the device was returned to the customer.

Event description:
The customer reported that the ventilator's positive end-expiratory pressure (peep) was not stable. The reported issue was found during testing so there was no patient involvement.